Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the video connector cannot be connected was traced to deterioration of plug unit, dirt/foreign object in the gap of the head unit was due to shaved camera unit and poor watertightness of zoom ring was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During device evaluation, the repair center technician identified the device had poor watertightness of zoom ring, shaved camera unit, dirt or foreign object in the gap of the head unit and the video connector cannot be connected. There was no patient involvement.